Manufacturer narrative:
This follow-up report is being submitted to relay additional information. H3: the reported event was unable to be confirmed due to limited information received from the customer. No device was returned for evaluation; further, photographs and/or radiograph images were not provided for review. Operative notes and/or medical records were not provided for review of usage/ technique. A review of manufacturing data was performed and no discrepancies were found. A review of complaint history determined that no further action is required as no trends were identified. A definitive root cause was unable to be determined; however, based on historical complaint investigations, the image of the instrument provided, and the reported event, the broken impactor tip reported was likely the result of crack initiation, propagation, and ultimate fracture of the radel impaction surface related to numerous surgical uses and subsequent sterilization cycles. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Event description:
It was reported from the UK that during the first stages of a case the black plastic tip broke off the impactor tip, fell onto draped table. Area copiously irrigated with chlorhexidine as per local policy. No parts or pieces fell into the wound site.

Manufacturer narrative:
(H3) pending evaluation.